Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in common device name and PMA/510k. Has the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 04/2023. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the non coring needle was allegedly bent during puncture the port body. It was further reported that needle was removed and the needle tube and the needle base allegedly came off. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one straight non-coring needle in two segments was returned for evaluation. Gross and microscopic visual evaluation were performed. The investigation is unconfirmed for the reported needle bent issue as no bent was noted on the returned non-coring needle. However, the investigation is confirmed for the reported fracture and material separation issue as a complete circumferential break was noted to the distal end of the hub and the needle half was returned loaded in a needle protector. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an port placement procedure, the non coring needle was allegedly bent during puncture the port body. It was further reported that needle was removed and the needle tube and the needle base allegedly came off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one straight non-coring needle in two segments was returned for evaluation. Gross and microscopic visual evaluation were performed. The investigation is inconclusive for the reported needle bent issue as no bent was noted on the returned non-coring needle. However, the investigation is confirmed for the reported fracture and material separation issue as a complete circumferential break was noted to the distal end of the hub and the needle half was returned loaded in a needle protector. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the non coring needle was allegedly bent during puncture the port body. It was further reported that needle was removed and the needle tube and the needle base allegedly came off. The procedure was completed using another device. There was no patient contact.